Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro piece broke off into the pt. The piece could not be retrieved. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).